Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: delamination, crease fold, opening. Leak test was performed and found opening on anterior side, delamination diaphragm valve and opening. A microscopic analysis was performed which identify a striated edge opening, delamination on diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.